Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported concern that the electrodes may have moved because stimulation was no longer felt in the lower body and was instead felt in the front chest below the pacemaker. Pt stated fear that the unwanted stimulation could affect the pacemaker and turned the stimulation off. Pt reported that the issue began a couple of weeks ago. Agent redirected pt to the hcp for further evaluation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.